Manufacturer narrative:
Concomitant medical products- model: 305u223, tissue valve; implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department with dizziness and symptomatic bradycardia. A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was discovered that the right ventricular (rv) lead had triggered a lead integrity alert (lia) with increased sensing integrity counter (sic), high rate non-sustained episodes, high pacing impedance, high threshold and t-wave oversensing (twos) which resulted in pacing inhibition. Reprogramming was completed and eventually the lead was extracted and replaced. No patient complications have been reported as a result of this event.